Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative replaced all sealing elements to resolve the reported issue.

Event description:
The hospital reported that the circuit needed repair. There was no reported patient involvement.